Manufacturer narrative:
(B)(4). The lot 13e031 was manufactured may 9, 2013 - may 14, 2013. A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. One unit was received with approximately 53 ml of fluid in its reservoir. Visual inspection of the infusor unit showed no signs of blockage or occlusion that could have caused the reported condition. Functional testing was performed. Flow was visually observed at the luer when the luer cap was removed. Flow continued without stopping. No signs of a flow problem were observed during the functional test. The reported condition was not confirmed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
A customer reported that the flow stopped during an infusion using an infusor device. This event occurred during patient use, though no negative clinical consequences were reported. No additional information is available.